Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose level was 300 mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.